Event description:
The reporter contacted animas on (B)(4) 2012 alleging that the patient experienced elevated blood glucose levels (425mg/dl) upon waking up. The patient reportedly also had a headache and felt tired. The reporter indicated that upon waking the pump was without power. The reporter indicated that the battery cap has not been securing to the pump properly for about 2 weeks and the battery compartment is cracked. The patient reportedly has been taping the battery cap down with electrical tape. This report is being made based on the allegation that the patient experienced elevated blood glucose levels related to use error.

Manufacturer narrative:
Follow-up # 1 submitted: 09/21/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on 08/27/2012 with the following findings: review of the black box verified power on resets. On examination, the battery compartment was noted to be cracked from the threads to the case seal. The battery cap that was returned with the pump had the threads stripped and was unable to be attached to the pump. On testing with the returned battery cap, power loss and reboots were duplicated. A test cap was able to carefully connect to the pump. The pump was exercised for 24 hours using the test battery cap with no power issues or rebooting during that time. The pump was additionally exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.